Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article, one patient underwent a closed reduction procedure approximately two weeks post-implantation of total hip arthroplasty. It was further reported the patient refused to wear the hip brace after the closed reduction and dislocated an additional five times. The patient was subsequently revised and the femoral head was replaced. The article reported there was no recurrence of dislocation as of the latest follow-up.